Manufacturer narrative:
¿As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.¿

Event description:
Multiple items damaged or did not work during one case. Before the surgery during burr status check the handpiece portion failed and the footpedal portion passed. After that I swapped out both the end effector and the anspach ((B)(4)). The following ee and anspach passed both burr status checks. During the case after burring the femur and half of the tibia the burr stopped and showed a overheat error. So I swapped out anspach sn(B)(4) for a third loaner set that was at the hospital and the burring was completed without any further issues. During the trialing portion of the case the slap hammer femoral extractor broke. Minimal delay to surgery under 5 mins. This pi is for the robotics devices.

Manufacturer narrative:
Reported event: anspach emax 2 plus burr motor; during burr status check the handpiece portion failed and the foot switch portion passed. Method & results: device evaluation and results: no device inspection could be completed as the product was not available for evaluation. Complaint history review: based on the device identification, the catsweb and trackwise complaint databases were reviewed from 2011 to present for similar reported events regarding anspach emax 2 plus burr motor; during burr status check the handpiece portion failed and the foot switch portion passed failure of p/n: 110940, s/n: (B)(4). There have been no other similar events for the referenced serial number. Conclusions: the failure mode could not be confirmed because the part was not available for evaluation. If device and/or additional information become available, this investigation will be reopened. Corrective action/preventive action: as the event did not involve a manufacturing related product problem indicating a non-conformity, adverse trend, or unanticipated hazard, no corrective action is required at this time. Product was not available for evaluation.

Event description:
Multiple items damaged or did not work during one case. Before the surgery during burr status check the handpiece portion failed and the footpedal portion passed. After that I swapped out both the end effector and the anspach 21k47312020606. The following ee and anspach passed both burr status checks. During the case after burring the femur and half of the tibia the burr stopped and showed a overheat error. So I swapped out anspach snd08303161903 for a third loaner set that was at the hospital and the burring was completed without any further issues. During the trialing portion of the case the slap hammer femoral extractor broke. Minimal delay to surgery under 5 mins. This pi is for the robotics devices.